Manufacturer narrative:
The complaint of a break in the retention dome is confirmed, user related. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the mfg process. A chr is not possible, as no mfg lot number information has been provided by the complainant.

Event description:
A break in the retention dome during percutaneous removal. The indwelling period was 120 days.